Manufacturer narrative:
The pump was received with a cracked and dented case bottom (cracked end cap) near the keypad. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, pillowing keypad overlay, cracked/severely dented keypad overlay at the select button and cracked retainer ring at the knit line location. Pump received with flashing medtronic logo. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to flashing medtronic logo. Unable to download history files/traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found physically damaged pcba1 and pcba2. No damage noted on the force sensor or motor. Force sensor zero offset within specification (23.5 mv). Unable to perform the history review 2 days prior to the 25-sep-2025 due to flashing medtronic logo. Cosmetic damage (cracked case at the case bottom) confirmed at the front of the pump near the keypad. Damage-retainer ring damage confirmed (found during visual inspection). Unable to perform the required tests due to flashing medtronic logo. Flashing medtronic logo was confirmed during analysis due to physically damage electronic assembly. Upload error confirmed (unable to download history files/traces using thump due to flashing medtronic logo). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer observed damage to the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1810. Troubleshooting was performed and observed a crack at case front side which affecting/impacting pump functionality. No harm requiring medical interventions were reported. The customer will discontinue the use of the device. The product mmt-1810 will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.